Event description:
While wearing the external equipment, the pt reportedly experienced sound percept problems. The pt was seen at the ctr for evaluation. External equipment was exchanged which seemed to resolve the problem. The pt continued to be monitored by the ctr. In june 2005, the pt reportedly experienced intermittent percept problems. The pt was seen at the ctr for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.